Event description:
The facility reports the cna put the patient in the lift. While the patient was in the air, the clip broke and the patient fell to the floor (about three feet). The patient landed on her head and sustained an unspecified head injury and multiple conclusions, the cna was working alone.

Manufacturer narrative:
The sling and lifter were inspected by an arjo representative. The lifter had paint scratched on its top (load cell), was missing covers and buttons, and the chassis opening function was not working. The sling label was washed out and frayed. The straps were starting to fray, and the clips showed significant wear. The sling can be assumed to be around 9-10 years of age, based on the clip type and production clock. The arjo investigator reported this was the second incident. A first appears to have occurred, but the sling remained in use at the facility. No further information was available regarding the first event. The investigator was told the carers do not inspect the slings before use. No product training date could be given for the lift operator. The lifter operating instructions (opi), the sling instruction sheet and the sling label clearly indicate the user should first be aware of, and understand the contents of the opi before using these products. When overloaded, the clip breaks at the weakest spot, which normally is the top or lower bar of the clip. The break line shown on the incident clip was from top to bottom along the length of the clip. This suggests the clip has received pressure outside of normal use (i.e. A laundry press) and has formed hairline fracture that could have been detected by checking visually before use. When weight is subsequently applied to the clip, the clip can break, causing the patient drop. The manufacturer concludes the direct cause of the patient drop was the clip breaking. Apart from the white line, which would have occurred on the clip after it became deformed by pressure outside of normal use, there are several indications on the sling itself which, had the sling instruction sheet and opi been followed, would have cause the sling to be taken out of use quite a while ago. This leads the manufacturer to conclude the root cause of the incident is a lack of knowledge of, or adherence to the opi for the lifting device and the instruction sheet supplied with the sling. The manufacturer recommends lift operators be retrained against the opi, in particular the second "using your marisa," and the sling instructions sheet.